Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 130 mmol/l, which repeated as 147 mmol/l, 148 mmol/l, and 148 mmol/l. The sample initially resulted with a k value of 3.71 mmol/l, which repeated as 4.30 mmol/l, 4.32 mmol/l, and 4.31 mmol/l. The sample initially resulted with a cl value of 89.0 mmol/l, which repeated as 106.3 mmol/l, 107.5 mmol/l, and 107.1 mmol/l. No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
The provided information found pre-analytical deviations including the clotting time was insufficient for this sample and the tube was not mixed directly after sample collection. The investigation determined the discrepant results are consistent with improper pre-analytical sample handling.